Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. The image depicts the device deployed with in the vena cava; it appears to be just distal to the right renal vein. The delivery sheath is seen superior to the device indicating insertion via a jugular or subclavian access. The image supports appropriate deployment. Medical records were provided and reviewed. Approximately one year, one month, and nine days post filter implantation, removal of the filter was performed as filter was not needed. The right internal jugular vein was accessed using real-time ultrasound guidance. Needle position confirmed with ultrasound. An amplatz wire was advanced to the lower superior venacava. A 10-french x 60 cm sheath was advanced over the wire into the lower inferior vena cava. An inferior venacavogram was performed demonstrating no thrombus within the filter. The filter hook appeared to be centered within the vein. A 25 mm snare was then advanced through the sheath and multiple attempts were made to snare the hook. These were unsuccessful. The bard filter retrieval kit was then utilized, and multiple attempts were again made to snare the filter which were unsuccessful. A lateral view demonstrated that the sheath was directed posteriorly with the hook oriented in an anterior fashion. Multiple attempts again were made to snare the filter which were unsuccessful. Given limitations of fluoroscopy time, the procedure was then concluded. The 10-french sheath was removed, and manual pressure was held until hemostasis was achieved. There were no immediate complications. The patient tolerated the procedure well. The patient will be referred for an additional attempt to retrieve the filter possibly utilizing the aid of forceps. Therefore, the investigation is confirmed for the reported retrieval difficulties. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately one year, one month, and nine days post filter deployment, it was alleged that the filter has not been removed after an attempted but unsuccessful percutaneous removal procedure. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately one year, one month, and nine days post filter deployment, it was alleged that the filter has not been removed after an attempted but unsuccessful percutaneous removal procedure. There was no reported patient injury.